Event description:
Device 2 of 3. Reference MFR report 1627487-2013-20032, 20030. It was reported the patient experienced shocking and buzzing sensations with ineffective stimulation. Impedances were valid. It was further reported, the buzzing sensations were intermittent while sitting or standing. The patient was reprogrammed to increase pain relief. Follow-up revealed the stimulation was intermittent with low and invalid impedances. The patient was reprogrammed and was satisfied with the coverage. Further follow-up reported there are no future plans for surgical intervention. The patient will try an alternative method of injections.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.